Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported damaged device, pain and capsular contracture baker grade iii. The device was explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side damaged device, pain and capsular contracture. The device was explanted and replaced. Device has been discarded.

Event description:
Patient reported damaged device, pain, and capsular contracture. The device was explanted. Left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture baker grade unknown.

Event description:
Patient reported damaged device, pain and capsular contracture. The device was explanted. Left side.